Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(4) reported that the max pressure dial on a rd900 neopuff infant resuscitator does not work, the pressure is always at the maximum. There was no patient involvement.

Event description:
A distributor in chile reported that the max pressure dial on a rd900 neopuff infant resuscitator does not work, the pressure is always at the maximum. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and performance tested. Results: visual inspection of the complaint rd900 neopuff infant resuscitator revealed no damage. Performance testing of the device could not replicate the reported malfunction and the device was working as intended. Conclusion: we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specification at time of production. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".